Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00510, 1627487-2022-00512. It was reported that x-rays revealed the patient's leads had migrated. The patient was also experiencing discomfort at the ipg site due to it being implanted on her belt line. Surgical intervention is anticipated to address both issues.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the physician explanted the patient's system.